Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011, a cardiovascular event and subsequently expired on or about (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products; associated mdrs# 1225714-2013-03707, 1225714-2013-03708, 1225714-2013-03709, 1225714-2013-03710, 2937457-2013-00472 and 2937457-2013-00473.